Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) with blood glucose of 521 mg/dl at the time of the incident. The customer was at 158 mg/dl before dinner and after finishing they were high. The customer experienced symptoms such as hurting tummy. The customer was wearing the insulin pump during the incident. The customer had 2 infusion sets that had bent cannulas that led to high blood glucose levels. The customer was getting no delivery alarms. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.